Event description:
Caller reported patient blood glucose results of 66 mg/dl on advantage system 1, 217 mg/dl on advantage system 2, 69 mg/dl on advantage system 3, and 212 mg/dl on advantage system 4 within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The field service representative, calling from the customer's site, alleged a discrepant sodium result. Initial sodium = 141 mmol/l repeat sodium = 133 mmol/l (performed on a 2nd ise) the field service representative stated that 141 mmol/l was reported outside the laboratory and that the patient was not treated based on the result. The field service representative cleaned the ise flow path and sample probe, adjusted the sample probe position and diluent nozzle position, and replaced the ise cartridge. Performance tests were carried out; all results were within specifications.

Manufacturer narrative:
The investigation determined that contamination of the system due to incorrect sample handling might have caused the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.